Manufacturer narrative:
(B)(4). The problem was not confirmed and the root cause was not determined as a sample was not available. Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.

Event description:
The customer contacted baxter's technical service center regarding a low ultra filtration (uf) alarm, which occurred on the homechoice (hc) during use, during drain 5 of 5. The drain volume (dv) equaled 1779ml and the uf equaled 437ml. The caller said fluid was leaking (this medwatch covers the leak) on the floor where the extension line was connected to the patient line. The baxter technical service representative (tsr) helped the caller to end therapy and told the caller to call the registered nurse (rn) per being connected and possible leakage from the patient line. The caller would call back if there were any problems or questions. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2012 and she said she was not sure where the leak was coming from. She just noticed that there was solution on the floor. She had already contacted her nurse regarding the leak. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.